Event description:
It was reported that the armada balloon ruptured at 12 atmospheres during the first inflation in the patient during a procedure to treat the highly calcified superficial femoral artery. There was no resistance during advancement or retraction of the device from the patient. No adverse patient effects or clinically significant delay in the procedure were reported. An unknown balloon was used to successfully complete the case. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned balloon catheter noted blood on the shaft and balloon and in the hub, inflation lumen and in the balloon. Blood in the balloon and inflation lumen are consistent with a leak or rupture while in the anatomy. There was contrast in the balloon. The balloon was returned loosely folded, consistent with being inflated. There was no damage noted to the balloon catheter. The inflation device used during the procedure was not returned. During functional testing, the reported rupture was confirmed. A new indeflator filled with water was used in an attempt to pressurize the balloon when fluid leaked out a hole in the balloon 1.7 centimeters proximal to the distal balloon marker. There was a longitudinal scratch above the hole for a length of 1 millimeter (mm), suggesting mechanical damage. There was a longitudinal crease in the balloon 1 mm distal to the hole in the balloon for a length of 4mm, likely due to packaging the device for return. There was no other damage noted to the balloon catheter. In this case, it is likely that the balloon rupture is attributed to interaction with the lesion site which was described as heavily calcified. The scratch noted near the rupture site also suggests mechanical damage to the outer surface of the balloon. There was no report of leaks noted during the preparation for use, suggesting that the balloon damage likely occurred during use. If the balloon experiences mechanical damage during the procedure, such as interaction with sharp calcification, this can cause the balloon material to weaken and rupture during an attempt to inflate. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and a query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for this lot. There is no indication to suggest a product quality deficiency.